Event description:
It was reported that there was air found in the patient line during the therapy on the homechoice (hc) device. This occurred during the initial drain, while the patient was connected. The technical service representative (tsr) advised the patient to start over with new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.